Event description:
It was reported that during a thoracotomy procedure when the device could not be fired it kept locking out. The reload was removed and replaced with another gold reload and the same thing happened again. This resulted in having to open a new device which worked okay.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis found that one sc60a device was returned with the knife advanced into the lockout region and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that the device is designed with a lockout system to avoid fire a spent cartridge. The device record was reviewed and no anomalies were noted during the manufacturing process.